Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The helix of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during initial implant and the positioning of the right ventricular (rv) lead, the physician observed via fluoroscopy that the helix of the lead was extended. The lead was turned to retract the helix, but found again that the tip of the helix was not moving. The lead was extracted and found that the helix was permanently damaged. The rv lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).